Event description:
It was reported that the patient experienced heart failure symptoms. Procedure summary: the subject was enrolled into the (B)(6) study on (B)(6) 2016 and procedure was performed on the same day (continued access cohort). Prior to the index procedure, heparin or other anticoagulant was given. Subject was on prior regimen of aspirin at the time of index procedure. The subject also received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. Successful repositioning of the lotus valve involved complete resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the direction for use. Retrieval was not attempted. Three (3) days post index procedure, the subject was discharged on aspirin and clopidogrel. Post procedure summary: in (B)(6) 2019, 1108 days post index procedure, the subject presented to the hospital with complaints of reduction in systolic function most recently 40-45% and continued to have heart failure symptoms. The subject was recommended to undergo implantation of crt-p, which was performed on the same day. Site confirms the event is related to study device since left bundle branch block (lbbb) that occurred post transcatheter aortic valve replacement (tavr) procedure led to eventual decrease in left ventricular ejection fraction (lvef) leading to heart failure. The following day, chest x-ray revealed stable device placement with pical pneumothorax. Prior to discharge review of systems was done and minor swelling over device site in the chest was noted. At the time of reporting the event was considered recovering. The same day the subject was discharged.